Event description:
It was reported that the zimmer dermatome caused a full thickness wound at the start of the donor harvest. It was also reported that the wound required a surgical repair with suture. The graft was able to be utilized and there was no add¿l donor site harvest required.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/15/2011. The inspection found the device was in calibration on all graft settings except the zero setting; however, this would not impact grafting ability. All other settings were in calibration. The device displayed no visual damaged and performed within specifications. The cause of the reported issue is most likely user technique. The device was serviced and returned to the customer.